Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin measuring 46.3 cm was returned for analysis. Final analysis found external insulation abrasion was noted at 15.0-15.4cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.